Manufacturer narrative:
The reported events of fibrosis and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reporter has declined to provide allergan further information regarding event, product, and patient details. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported they implanted a xen®45 gts about a month ago and it scarred down. During the revision of the xen®45 gts in the right eye, it disintegrated. The device has been removed and replaced with a new xen®45 gts. No other eye injury was reported.